Event description:
It was reported that a nose cone crack occurred. The target lesion was located in the moderately tortuous iccca. A 3.5-5.5 190cm filterwire ez was selected for use in a dilation for the stenosed part. During preparation, it was noticed that the spring coil chip was unlabeled. Upon withdrawal of the filter into the delivery sheath, resistance was felt when the nose cone could not be retracted, and all of it came out of the delivery sheath. A continuous flushing was performed. Subsequently, it was observed that the nose cone looked thicker than usual and cracks were seen in the middle. However, it was further reported that the spring coil tip was unraveled/stretched. The procedure was completed with the original device. No patient complications reported and patient was good post procedure.